Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.1 cm abdominal aortic aneurysm approx 4 months ago. The pt was described as not being an appropriate endovascular repair candidate; the aortic neck was short at 5 to 7 mm in length, had 50-60 degree angulation, and was reverse-funnel shaped with a diameter of 26 mm, which then enlarged to 31 mm in diameter over a length of 10 mm. Iliac vessels were diseased and had thrombus throughout but otherwise unremarkable tortuosity and calcification. It was reported that the talent bifurcated stent graft was implanted without issues. However, approx 1 month ago, the pt presented with a large proximal type I endoleak but without any aneurysm growth. The physician elected to intervene by placing an aneurx 29 mm cuff proximally, which significantly reduced but did not completely resolve the endoleak. The physician elected not to intervene further but to monitor the patient. At a 1 month CT f/u, the endoleak was still present. No further intervention has occurred or is planned. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4): eval results: (endoleak). (Short, reverse-funnel shaped aortic neck with moderate angulation). (Use of the device in a patient who was not an appropriate endovascular repair candidate).